Event description:
The nurse states that a pt presented for a gastric hemostatis. The physician inserted a probe through an upper endoscope and into pt's stomach. When the physician attempted to tamponade the stomach bleeder, before applying cautery, the tip of the probe detached. The remainder of the device was removed and a forcep was used to sucesssfully retreive the device's tip. There were no specific pt complications reported.device labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.